Event description:
Customer reported an iris too large error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable and high voltage tank. System operates as intended. This MDR is related to ge healthcare complaint number.